Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was observed that the peep 1-2 cm/h2o low throughout range. Fsr performed expiratory pressure calibration and characterization. Checked peep at various levels and performed complete system check. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator peep is out of range. At this time, there is no information about patient involvement on the reported event.